Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device displayed a "locked" message. The cassette detached multiple times during the current cycle. There was no reported patient harm. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
One device was returned for analysis of complaint that "cassette sensor" through latch lock test. There were no services previously reported. Review of event log found no relevant information. Visual and functional testing was performed. It was determined that the probable cause was the worn/defective latch lock sensor. Replaced latch lock mechanism. Device passed all testing post repair.